Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f1335101) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00473 for the first device.

Event description:
The following info was reported by aci sales rep: "first balloon was determined unusable during test phase (balloon lost pressure), second balloon loss of pressure was during the pull back, and failed before the sheath was completely removed. Manual pressure was held for 15 minutes and the pt did well. The pt was not hospitalized." Deployer: in training. Stick location: left groin. Vessel size: 6 mm.